Manufacturer narrative:
No solution was provided; parts replacement was recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless footswitch intermittently disconnects on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.